Event description:
It was reported that the patient experienced inadequate therapy from their deep brain stimulation (dbs) device. A high impedance was found to contact number one and that the lead extension had migrated to the neck and implantable pulse generator (ipg) site. It was noted that the patient had a face and neck lift procedure that may have contributed to the migration and impedance issue per the physicians assessment. The patient underwent a procedure where the lead extension was disconnected from lead and confirmed lead to have good impedances. The patient underwent a procedure where testing was performed on lead, lead extension, ipg and confirmed the lead extension to have the issue and was disconnected and remained implanted, a new lead extension was added, confirmed impedances were in normal range prior to completing the procedure. The patient was programmed and did well post-operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.